Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery (B)(6) 2014 due to end of service, the vns patient¿s replacement device was tested with the existing lead and diagnostic results revealed high impedance. The lead was also replaced during the procedure and subsequent diagnostic results showed lead impedance within normal limits. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.